Event description:
It was reported that a critical alarm for motor stall occurred as noted when the pump was interrogated. No diagnostic testing or troubleshooting was required. The issue was reported as resolved but the cause undetermined. The patient experienced an increase in spasticity. The patient took oral medication for one week until the pump was replaced. The location of the issue or symptom was reported as the device pocket. At the time of the report the patient's status was reported as alive-no injury. The patient was doing well and felt good. The therapy was effective after the replacement. The explanted device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.